Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. H3 other text : shipment of complaint material from russia suspended indefinitely.

Event description:
It was reported that the user´s blood glucose values were not decreasing under pump therapy and could only be lowered by using an insulin pen. Thus, they suspect the infusion device was delivering an inaccurate amount of insulin.